Manufacturer narrative:
Attempts were made to obtain complete event and patient information. Additional information was not provided. The event of system explant due to infection was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. As a result, a device history record was performed to review and conform the sterility of the implanted system. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Attempts were made to obtain complete patient information. Additional information was not provided.

Event description:
Reference manufacturer numbers: 3006705815-2020-31108, 3006705815-2020-31109, 3006705815-2020-31110, 1627487-2020-30841. It was reported that the patient had an infection that developed after their scs system implant. The system was removed a couple weeks after the implant on (B)(6) 2020. The infection has since resolved. Note: since it is not known which device contributed to the issue, all possible devices are being reported on.